Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 5-6 years ago. Vessel morphology is unk. The aneurysm is currently 7 cm, the stent graft has migrated approximately 40 mm. It was reported that at the time of implant the bifurcated stent graft was placed lower than intended and an aortic cuff was placed. It was reported currently the aortic cuff remains correctly placed however, the bifurcated stent graft has migrated away from the aortic cuff resulting in a type iii endoleak. The physician elected to place a talent thoracic cuff (30 x 30 x 48), and abdominal aortic cuff (30 x 30 x 28), and the migration and the type iii endoleak were resolved. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Evaluation codes, results: (migration, endoleak) and (device initially placed lower than intended). Conclusion: device initially placed lower than intended).